Event description:
The user is unable to wear the external device due to swelling caused by inflammation around the implant area. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to an inflammation with swelling at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user is unable to wear the external device due to swelling caused by inflammation around the implant area.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is unable to wear the external device due to swelling caused by inflammation around the implant area. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient was explanted due to an infection with swelling at the implant site. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.